Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a revision procedure to add slack to the right ventricular (rv) lead, when the physician attempted to tighten the rv set screw, he noticed that the screw was attached to the end of the screwdriver and had come completely out of the pacemaker. Boston scientific technical services (ts) was consulted and suggested implanting a new device. It was noted that the physician used a non ratcheting torque wrench to disconnect the set screws. Subsequently the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was returned without a setscrew in the rv lead barrel. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Analysis noted that with this design, it is possible to remove the set screw from the set screw port. Analysis determined that the missing set screw was induced in the field.

Event description:
This report is being filed to add the analysis results.